Event description:
It was reported the pt is not getting the same type of coverage with the permanent system as he did with the trial. Multiple attempts to resolve this matter via reprogramming have allegedly been unsuccessful. The pt has discontinued use of his scs system and was advised by his primary care physician to have it removed. On (B)(6) 2012 st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.